Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-apr-2017 from a healthcare professional (hcp) and it was reported that they did some imaging within the past week. Both basic x-ray and CT and found that the connections were all intact and the catheter was in the right place mid-dorsal. The hcp attempted a catheter aspiration, but was unable to get in the port as the patient had a fair amount of soft tissue and the pump was fairly mobile and slid around a fair amount. The hcp had checked the pump logs which showed nothing to indicate a problem with the pump. The patient¿s symptoms were typically well controlled and they were not now and she thought she was getting no therapy compared to in the past. Per the hcp, the patient had an abdominal surgery for a bowel obstruction around the same time she started having problems with the therapy (around (B)(6) 2017). The patient had a scar that was 14-16 inches long up and down her abdomen. The pump was lateral left and the scar was midline. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 5mg/ml at 1mg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported a volume discrepancy. The arv (actual reservoir volume) 17ml and the erv (expected reservoir volume 4-5ml. Per the healthcare provider the volume discrepancy was first noted at the refill last month. Troubleshooting reported was the pump logs were checked and the reservoir was accessed. The pump showed no alarm conditions. The healthcare provider accessed the pump again the day of the report and it still had 17ml, indicating that no drug had been delivered since last month. The healthcare provider stated that the patient thought her ¿therapy has been tapering off¿. No further patient complications have been reported as a result of this event.